Manufacturer narrative:
(B)(4). Batch # u5aa1z. Device analysis: the analysis results found that the (B)(4) device was received with no apparent damage with a reload loaded in the device. The reload was received fully fired with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. However, the staple line at the distal end showed that seven staples were malformed when fired on the blue height selector position. The event described could not be confirmed as the device performed without any difficulties noted and the reload was received fully fired. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected so that the device could not be fired after two staples were deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.